Manufacturer narrative:
Additional product codes: mnh, mni, kwp, kwq. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient¿s weight is unknown. Date of event is unknown based on the information provided implant and explant dates are unknown. This report is for unknown spine. Part and lot numbers are unknown. UDI number is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on or about (B)(6) 2008, a patient underwent a spinal fusion procedure, wherein her spine was fused from t2-l2. At the age of 15. Prior to the surgery, which involved the fusing of multiple levels of the spine and a large amount of hardware, the patient was assured that the hardware was made of titanium, which was unbreakable and would last forever. The use of the titanium hardware, and the manner in which it was described, was one of the primary reasons patient agreed to undergo the procedure. On or about (B)(6) 2016, patient heard a loud popping sound in her back, followed by extreme pain. The following day she was admitted to the hospital and it was discovered more hardware had broken and caused more internal damage. Patient continues to suffer extreme symptoms as a result of the fractured hardware that was supposed to never fracture. It is unknown if the patient was revised. There is no more information at this time. This report addresses fractured hardware, which was discovered on (B)(6) 2016. The linked complaint (B)(4) reports fractured hardware, which was discovered on (B)(6) 2015. This report is for unknown spine. This is report 1 of 1 for complaint (B)(4).